Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that they were hospitalized due to high blood glucose of 806 mg/dl. The customer experienced symptoms such as diarrhea. The customer was treated with the pump at home. The customer was wearing the insulin pump during the hospitalization. The customer stated that the pump alarmed motor error and no delivery alarm. The customer reported the drive support cap to appear flushed. The insulin pump will be returned for analysis.

Manufacturer narrative:
The insulin pump was received with the operating currents within specifications and passed self-test, unexpected restart error test, rewind, basic occlusion test, occlusion test, prime test, excessive no delivery test, displacement test, and the displacement accuracy test. No excessive no delivery or motor error alarms noted. The motor passed the motor test. The drive support disk was inspected and no damage or anomaly found. The insulin pump had cracked reservoir tube lip, broken battery tube threads, case cracked at the display window corner, minor scratched lcd window, cracked lcd window and scratched reservoir tube window.